Event description:
It was reported that (1) device was used during a dome down laparosonic cholecystectomy. It was reported by the rep that the surgeon was performing the procedure and encountered problems with the hp052 handpiece. The surgeon stated that it would start fine-beeping a few times, then gave a steady tone. He also stated that he was grasping a small amount of tissue. The test tip was used and it was determined that the handpiece was faulty. Another handpiece was used to complete the case. There was no consequence to the pt.